Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to the valve being too deep. During the second deployment, the delivery catheter system (dcs) would not work and it was difficult to recapture the valve for a third deployment. It was reported that there was a capsule rupture. It was reported that the inline sheath was used. No resistance or misload was noted and there were no difficulties during insertion. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the second deployment, the dcs would not work and it was difficult to recapture the valve for a third deployment. It was reported that there was a capsule rupture. The dcs was not returned to medtronic for analysis. Images were received which confirm the reported capsule rupture. The capsule separation was most likely caused by the difficulty reported during the second deployment and recapture. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Based on the information available, the cause of the capsule separation in this case cannot be determined. Updated data: if information is provided in the future, a supplemental report will be issued.